Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon placed the load on the stomach and started to fire. The handle locked up and would not complete the firing sequence. The surgeon pulled back on the black knobs and the jaws would not open. A ta device was used to staple on the pt side of the specimen and then the egia60amt was cut out with tissue still stuck in the jaws. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).